Event description:
It was reported that the patient expired after cryoablation procedure. This iceforce 2.1 cx 90 degree needle is one of six needles that were used in a cryoablation procedure located in the kidney. The lesion was a soft tissue mass in the inferior lateral cortex of the left kidney measuring 41 mm with restricted diffusion. The lesion was well-defined, and there was extension into the left posterior pararenal space. No local invasion was noted. There was a single lesion. There were no lymph nodes in the adjacent left para-aortic region. A phase encoding magnetic resonance angiogram (mra) of the aorta was performed. There appeared to be a single renal artery supplying the left renal artery and a single renal artery supplying the right kidney. Left renal vein was approximately 4.3 cm length and was running between the aorta and the superior mesenteric artery (sma). During the procedure no major vessels noted in the proximity of the target lesion. All six needles passed integrity testing, and the procedure was completed with no complications or device malfunctions. The freeze/thaw sequences were 10-minute, 7-minute, and 2-minute freeze, followed by 10-minute thaw. The patient's status was stable. After the cryoablation, however, it was noted that the patient had a bleed in the kidney that was treated. The patient was admitted to the intensive care unit (ICU). While in the ICU, the patient developed renal failure and pneumonia. An embolization was performed, but the patient expired. The root cause of the patient death is currently suspected to be a pulmonary embolism.

Manufacturer narrative:
Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the iceforce needle confirmed that the events of hemorrhage, major, renal insufficiency/failure, and pneumonia, and death are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. The event of embolism, pulmonary related to normal use of the iceforce needle was not accounted for in the products risk management documentation. It was determined that this event is a possible outcome of normal use with the device, and an investigation was opened to account for the addition of this event to the risk management documentation. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation conclusion: based on a thorough review of the available information, the most probable cause for this complaint was considered known inherent risk of device.